Event description:
Was in need of a small heat pack and purchased an ace hot cold compress placed in microwave for 30 seconds as indicated on the gel package. When I took it out of the microwave to put it in the ace sleeve it squirted hot gel on my neck and chest. I placed my right arm up to protect my face and it burnt my right forearm. (B)(6). (B)(4).